Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
The patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. It was reported that the patient had a wound infection on the inferior portion of the wound. Additional information has been requested.